Event description:
It was reported that the readings froze. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).